Event description:
It was reported that during procedure the console had low power output, and the debris shield was pitted. After replacing the debris shield the issue was resolved. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure the console had low power output, and the debris shield was pitted. After replacing the debris shield the issue was resolved. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.